Manufacturer narrative:
Correction.

Event description:
Additional information received from the patient reported that they experienced a loss or change in therapy. They stated that they had a terrible feeling that caused them to leak and requested assistance to increase the stimulation because they were not getting enough stimulation. The patient reported that the ins had always moved all around the back of their body and shocked them. They noted that they got the shocks again but not as frequent as before. The patient stated that they could actually lift the ins up out of their back and it was "going down instead of staying in the same place". They saw their healthcare professional (hcp) about the issue and was told the cavity where the ins was placed was ¿just moving¿. The patient told the hcp that they could lift the implant up and it was moving all around and was given a prescription for motrin to stop the shocking. The patient stated they were allergic to motrin. The patient did not feel the stimulation and the therapy was on. The amplitude was then increased from 1.1 to 1.3 volts where the patient felt in the correct bicycle seat area. In addition, it was reported that the batteries in the patient programmer had died and were replaced.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3037, serial # (B)(4), product type programmer, patient.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was experiencing pain and leakage again. The patient was reportedly trying to urinate, but it was hurting their urethra. The patient clarified that it was not burning, but just hurting. The patient stated that it "hurts to eliminate" and wanted "to turn her machine on" so she can turn stimulation up. It was reported that the patient programmer would not power up, the patient did not have new batteries to try replacing the programmer batteries and indicated that they would call back when they had replacement batteries. The patient's pain and leakage was reported to have started "2 weeks ago on sunday so probably (B)(6) 2017." Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the cause of the issues were unknown and it was some what resolved. No further complications reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The reason for call was patient stated their previous ins had started shocking them and their doctor at the time had told them it was because the battery inside of them hadn't been working any longer and it needed to be replaced. Patient as a result had the previous battery replaced with their current battery. Patient could not recall when the shocking/ins not working began, but patient stated it went on for a long time